Event description:
Customer reported via phone call that the insulin pump is making a grinding noise during rewinding. The blood glucose readings have been running high. Customer wants the insulin pump replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.